Event description:
The customer reported occasional drip from reagent probe a & b of the unicel dxc 800 synchron system. The leak that the customer discovered at the time of the event was diluted wash solution. The leak was contained to the instrument and no injury or direct contact with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to replace a/b valve but the issue was not resolved and the customer noticed occasional drip of fluid from probe b. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the wash collar vacuum valve to resolve the issue and verified the repair as per established procedures. (B)(4).